Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/28/2019. O2 source has 48 psi. Customer is set to measure o2 and is in stp mode. At 10 lpm the unit shows it is delivering 10 but the certifier is showing 16 lpm. The product support engineer recommended replacing the gas flow sensor and provided part ID. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported the device failing test 6 o2 flow accuracy no patient involvement.